Manufacturer narrative:
(B)(4). Evaluation summary: the balloon was sent to the scanning electron microscopy (sem) lab for further analysis. While the sem analysis determined the balloon rupture may possibly be related to exposure conditions or a material / processing discrepancy, there was no damage noted to the sds during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a non-calcified lesion in the non-tortuous circumflex to obtuse marginal coronary vessel area, a 2.50x33 rx xience alpine drug-eluting stent system was advanced to the lesion without resistance. When inflating the balloon to deploy the stent, the balloon ruptured at 14 atmospheres (atm), resulting in poor apposition to the vessel wall and a small distal vessel dissection accompanied with chest pain and an st elevated myocardial infarction (stemi). The xience alpine stent system was withdrawn without issue. The stent malposition was successfully treated via stent post-dilatation to 20 atm with a non-abbott balloon. The small dissection with resultant stemi and chest pain were successfully treated via medication and deployment of unspecified stents, distal to the alpine stent. Due to the dissection with the above accompanied patient effects, the patient was reportedly transferred to coronary intensive care unit (ICU) instead of cardiovascular progressive care unit, as planned. A clinically significant delay in procedure was reported. The patient was discharged home 36 hours later. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported difficulty deploying the stent and subsequent patient effects and treatments appear to be related to circumstances of the procedure. Visual inspections were performed on the returned device. The balloon rupture was confirmed. The difficult to deploy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of dissection, angina, and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, a user facility medwatch report was received and states: while deploying an abbott xience alpine stent in a coronary vessel, the balloon ruptured during deployment at 14 atmospheres. What was the original intended procedure? Cardiac catheterization. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Follow-up information received from the site confirmed that the statement, the device did not do what it was supposed to do, was in reference to the reported balloon rupture. No additional information was provided.